Event description:
Complainant alleged that while attempting to monitor an (B)(6) male patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor an (B)(6) male patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows no evidence of a device malfunction. We can see that the device experienced a communication type fault, but that would not cause the device to shutdown. The device was powered off due to a power button press following a battery communication error according to the log. The event battery was not returned as part of the investigation. Analysis of reports of this type has not identified an increase in trend.